Event description:
It was reported that two tcr75 were used during a sub total gastrectomy. It was reported by the affiliate that the knob stopped at 1.5cm from beginning of firing stroke. The surgeon reloaded the cartridge and repeated same situation. A new one was used to complete the case. There was no consequence to the pt.